Event description:
A customer obtained erroneously elevated troponin (accutni) results on multiple samples from the same patient.the results were reported out of the lab and were questioned.the specimens were sent to a reference lab and tested for troponin using a different methodology that resulted within a different clinical range.the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
No sample was available for interference testing.a field service engineer (fse) was dispatched: a) the fse performed a preventive maintenance (pm). B) the fse conducted system verification per service manual and all portions passed within published specifications. No hardware issues were noted.no clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.